Event description:
A surgeon reported that a memory lens implanted in a pt's eye in 2000 has since opacified and was explanted and replaced in 2004. Several requests have been made to obtain additional info. No further info is available at the time of this report.